Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The fracture surface was found to have been rubbing against another metal. The fracture surface was obliterated and polished to a mirror-like finish. No useful information could be obtained from the fracture surface. The root cause of the reported issue could not be ascertained. (Related to 3004774118-2017-00079 and 3004774118-2017-00080).

Event description:
On 06.06.2017 it was reported to k2m, inc. That a revision surgery took place approximately 2 years post-op in which broken pedicle screws were removed. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2017-00079 and 3004774118-2017-00078).